Event description:
Per information provided by patient's attorney: on (B)(6) 2016 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax light mesh (device #1) which was secured in place using sorbafix enhanced fastener (device #2). Per operative notes, ¿the patient was noted to have a indirect inguinal hernia. The hernia sac was reduced and abdominal wall were separated from the round ligament. A 3dmax light mesh (device #1) was placed into the preperitoneal space and secured to the cooper's ligament and the muscle of the anterior abdominal wall with sorbafix enhanced absorbable fasteners (device #2).¿ on (B)(6) -2016 - patient was diagnosed with meshoma and nerve pain thereby underwent laparoscopic repair with the removal of tacks (device #2) and partial removal of mesh (device #1). Per operative notes, ¿there are two tacks sticking at the superior aspect and the lateral aspect of mesh. On the medial side in the area of cooper's ligament and in the internal ring, the mesh looks like folded. The tacks (device #2) irritating some sensitive nerves were removed. The meshoma integrated with lower aspect of mesh was removed. The mesh is folded and crumbled on the midline. The lower part of meshoma and mesh is left behind.¿ on (B)(6) 2016 - patient was diagnosed with left inguinodynia, chronic neuropathic pain thereby underwent laparoscopic repair with the removal of mesh (device #1). Per operative notes, ¿iiiohypogastric nerve was trapped in scar. The ilioinguinal nerve was neurectomized. A bulk of mesh centered around the internal ring was adherent and close to iliac vessels. This was dissected along the mesh from the floor of inguinal canal and tack was found at cooper¿s ligament. The mesh (device #1) was dissected. The anterior wall of the mesh was incorporated with the vessel, then the mesh was used to buttress the repair. The mesh was shaving off, cutting away the bulk of the inguinal portion of the mesh over the direct space and internal ring was transected off. There was a small edge of mesh was still on the iliac vessels which left in place.¿ attorney alleges that the patient had adhesions, mesh migration, pain & suffering, mesh shrinkage and hernia recurrence. It is also alleged difficult and unable to removal all of mesh, emotional/psychological injuries and blurred vision.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 3 months post fixation of sorbafix enhanced device fasteners, patient was diagnosed with neuralgia thereby underwent revision surgery to remove the fasteners. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents sorbafix enhanced (device #2). An additional supplemental emdr was submitted to represent 3dmax light mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.